Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had a back ache over the weekend, prior to the report. It was bothering them so they turned it down. That did not help with the back ache, so they shut it off. The patient said their whole vaginal area felt like a whole bruise and they think stimulation was too high. The device was not working like they thought it would. The patient said they are retaining urine. In the beginning they were getting more out and then they were having to catheterize because they had residual. The patient did note that shutting the device off helped with their back ache. They will follow up with their healthcare provider (hcp). The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.